Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the device had allegedly broken into several pieces. Reportedly, all the broken pieces were retrieved using snare. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the shaft, tip and hub had allegedly broken into several pieces. Reportedly, all the broken pieces were retrieved using snare and the procedure was proceeded as normal. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one seeker crossing support catheter was received for evaluation. Multiple complete circumferential detachments were noted to the catheter shaft. Kinks, bends and bunching were noted throughout the catheter shaft. Due to the condition of the sample, functional testing was not performed. Therefore the investigation is confirmed for the reported detachment and identified deformation. A definitive root cause for the alleged detachment and identified deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2025). H11: b5, h6 (device, method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.